Event description:
The customer reported that prior to use on a patient the iabp generated an "electrical test failure code #58" alarm (shuttle transducer offset failure). The pump was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Electrical failure code 58 was confirmed in fault log. The co rep replaced the drive assembly (part number 0104-00-0018). The iabp was functional tested and safety checked to factory specifications. It functioned normally and was returned to the customer. (B)(4).